Event description:
It was reported that on literature review "radiofrequency microtenotomy: a promising method for treatment of rotator cuff tendinopathy", 1 patient had a capsulitis after an arthroscopic acromioplasty procedure using a full radius 5.5mm shaver device. It is unknown how the event was treated. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Paper name:radiofrequency microtenotomy: a promising method for treatment of rotator cuff tendinopathy doi 10.1007/s00167-019-05689-8.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Our clinical investigation concluded: without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Insufficient product identification information was provided and thus a complaint history review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.